Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2026, the customer stated that she developed mastitis on (B)(6) 2025 and was prescribed antibiotics for two weeks. Additionally, she indicated that the mastitis is resolved and she is using the replacement pump. The pump was evaluated on 1/13/2026, and no problem was found when testing with the customer¿s kit. Mastitis is a common condition affecting many lactating women, with 1675 mastitis complaints between 01/2016 - 12/2024 across symphony, harmony, freestyle, freestyle flex, sonata, pns, pnsfx, pnshf, swing and swing maxi. Based on the results of our internal investigation (CAPA: 2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that her pump in style pro was making a thumping noise, and the suction was not consistent. Additionally, she alleged that she developed several episodes of mastitis and was prescribed antibiotics.